Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use it was found that the intra-aortic balloon (iab) was unable to get fiber optic sensor signal. The fiber optic sensor would not zero. Another iab was used. No clinical consequence to the patient.

Manufacturer narrative:
(B)(4). Teleflex did not received the device for investigation therefore the reported complaint of "unable to get fos signal" is not able to be confirmed. The root cause of the complaint is undetermined. Device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. No further action required. Other remarks: also see MDR #1219856-2017-00229 and tc #1900055257.

Event description:
It was reported that during use it was found that the intra-aortic balloon (iab) was unable to get fiber optic sensor signal. The fiber optic sensor would not zero. Another iab was used. No clinical consequence to the patient.